Manufacturer narrative:
The device was returned and section d9 was updated accordingly. As reported, the 6f/7f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. A right femoral access was made and a 6f non-cordis sheath was used in the procedure. There was no vessel tortuosity or presence of pvd / calcium in the vicinity of the puncture site. The mynx vsd was used in a diagnostic coronary procedure using a retrograde approach. The user was trained. The patient did not have any relevant medical history. There was no significant resistance when shuttling down and no usual force was used. The advancer tube was present. The patient recovered. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The syringe was attached to the device with the stopcock open. The sealant was separated from the device and was exposed to blood. The advancer tube was observed to have remained in the manufacturing position. The procedural sheath not connected to the device. It was noted that the sealant sleeve was displaced approximately 83 mm from the distal end of the shuttle cartridge tubing. The device was inspected for damages/anomalies that may have contributed to the reported incident. No damages or anomalies were observed. Per functional analysis, the shuttle down procedure was simulated. The shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected under high magnification for any damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2019901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information and the analysis of the returned device procedural factors such as incomplete engagement of the advancer tube, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, deploy sealant: detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. A right femoral access was made and a 6f non-cordis sheath was used in the procedure. There was no vessel tortuosity or presence of pvd / calcium in the vicinity of the puncture site. The mynx vsd was used in a diagnostic coronary procedure using a retrograde approach. The user was trained. The patient did not have any relevant medical history. There was no significant resistance when shuttling down and no usual force was used. The advancer tube was present. The patient recovered. The device will not be returned for evaluation.

Manufacturer narrative:
The analysis was updated and a follow up report is submitted. No additional information is available and no further reports will be forthcoming. As reported, the 6f/7f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. A right femoral access was made and a 6f non-cordis sheath was used in the procedure. There was no vessel tortuosity or presence of pvd/calcium in the vicinity of the puncture site. The mynx vsd was used in a diagnostic coronary procedure using a retrograde approach. The user was trained. The patient did not have any relevant medical history. There was no significant resistance when shuttling down and no usual force was used. The advancer tube was present. The patient recovered. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The syringe was attached to the device with the stopcock open. The sealant was separated from the device and was exposed to blood. The advancer tube was observed to have remained in the manufacturing position. The procedural sheath not connected to the device. It was noted that the sealant sleeve was displaced approximately 83 mm from the distal end of the shuttle cartridge tubing. The device was inspected for damages/anomalies that may have contributed to the reported incident. No damages or anomalies were observed. Per functional analysis, the shuttle down procedure was simulated. The shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected under high magnification for any damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2019901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information and the analysis of the returned device procedural factors such as incomplete engagement of the advancer tube, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, deploy sealant: detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time